Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the sheath coils up on itself upon insertion, not remaining a smooth transition from dilator to sheath causing the the team to pull an extra sheath." No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the sheath coils up on itself upon insertion, not remaining a smooth transition from dilator to sheath causing the the team to pull an extra sheath." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. Signs of use in the form of biological material were observed on the dilator and sheath body. Visual examination revealed the sheath tip was slightly frayed and bent back. This damage is consistent with undue force being applied to the tip. The overall length of the sheath body measured 2.8125" which is within specification of 2.625"-2.875" per sheath product drawing. The outer diameter of the sheath measured 0.09730" which is within specification of 0.094"-0.104" per sheath product drawing. The inner diameter of the tip was 0.077" which is within specifications of 0.077"-0.078" per sheath product drawing. The returned dilator was able to advance and retract from the sheath with minimal resistance. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user , "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vasospasm, vessel perforation, bleeding, or component damage." The customer report of a damaged sheath tip was confirmed by complaint investigation of the returned sample. The peel-away sheath tip was frayed and folding back, which is damage consistent with undue force being applied at the tip. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.